Event description:
On 6/1/99, pt was being transferred to bed via a hoyer lift. The swivel bar hook broke and the pt fell. Fortunately, no injury was sustained. On 6/27/99, pt was being similarly transferred using a second hoyer. The swivel bar hook on this hoyer appeared to twist and gave way in the same manner. The pt was bruised but otherwise unharmed. The hoyers in question represent the original hla series lifters. The hooks have been retained for future examination. In summary, the user facility believes that the swivel bar hooks in question need to be examined in the event that they are still in use on other similar hoyer lifting devices.

Event description:
On 6/1/99, pt was being transferred to bed via a hoyer lift. The swivel bar hook broke and the pt fell. Fortunately, no injury was sustained. On 6/27/99, pt was being similarly transferred using a second hoyer. The swivel bar hook on this hoyer appeared to twist and give way in the same manner. The pt was bruised but otherwise unharmed. The hoyers in question represent the original hla series lifters. The hooks have been retained for future examination. In summary, the user facility believes that the swivel bar hooks in question need to be examined in the event the they are still in use on other similar hoyer lifting devices.